Manufacturer narrative:
Product event summary: automatic functional test performed by test console revealed no anomalies in functions or parameters proper operation was also confirmed by manual testing as per specification. Conductivity test was performed using a new battery with pacing load of 500 ohms to confirm continuous operation for 10 days. No anomalies observed in visual inspection, and no anomalies when the device was powered. The reported failure was not confirmed. The patient cable connectors, flex tape for the heartwire batteries, battery contact were replaced for preventive purposes. The epg case was opened, cleaned and inspected, then the electrode was cleaned. The pacing output, sensing sensitivity, rate and internal circuit were calibrated, then functional test and performance test were performed by test console. No anomaly found. Normal operation was confirmed by test console.

Event description:
It was reported that while the external pulse generator (epg) was in use on a patient intermittent pacing failure was experienced. When pacing failure occurred, a ventricular cable was used. Once the cable was replaced the symptoms were resolved. An electrical test was conducted by the hospital and there were no anomalies with the cable. The epg and cable were returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.